Event description:
Hickman cath was being removed by physician's asst. Pa stated was pulling gently when "felt a pop". She stated the catheter came apart at the cuff. She said there was no redness or drainage from the site, it looked good. But the reason the cath was being discontinued was line sepsis. The pa stated the pt had reported the line "feeling funny" 10 days prior to this, but since the site looked good, just attributed it to pt's recent 80# wt loss, pt is a bari pt and had hickman inserted for home tpn.